Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was up and running when the representative arrived. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 was "hard dow" with no other problem description given. There was no adverse pt involvement reported. There was no pt information reported.